Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed the device was in bvvi. The device still remains implanted. Further information was requested regarding resolution but not available. The patient is in stable condition.